Event description:
On march 15, 2010, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra2 meter has a power issue (meter does not turn on). On march 25, 2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. However, the patient provided limited information. The patient tests her blood glucose 3 times per day and manages her diabetes with self adjusting insulin. Her insulin includes lantus and humalog. Her humalog insulin is based on a sliding scale per the lfs meter reading. After the power issue began on (B) (6) 2010, the patient was unable to obtain her blood glucose for two days. The patient increased her insulin (unspecified type) to 5 units 3 times per day after the power issue began. The patient claimed she took her insulin based on the way she was feeling at the time of concern. On (B) (6) 2010, the patient alleged developed symptoms of "watery eyes, headache, dry mouth, and thirsty". It would have been helpful to know what treatment she received to abate her symptoms. During troubleshooting, the customer care advocate noted that the battery needed to be replaced based on the information the patient provided. This complaint is being reported because the patient developed symptoms that can be suggestive of hyperglycemia 2 days after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.